Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the tubing come lose and the medication had to be redosed. Also the tubing's coming disconnected at the stopcocks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.